Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). UK infinity® total ankle system study. Pain and reduced mobility right ankle. Narrative of adverse event: at clinic (B)(6) 2024 patien reported 3 month history of pain walking up stairs and uphill. Awaiting further investigations. CT spect 2025 shows gutter impingement. (B)(6) 2025 on surgery waiting list.